Event description:
The customer reported that the procedure was a nasopharyngoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to lose video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found no image due to loose video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had no image. The issue was found during reprocessing for an unknown diagnostic procedure. There were no reports of patient harm.